Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the gynecologic laparoscope exhibited fiber breakage at the distal end, the protector ring on the light guide cable loose and detached, and green image. There was no patient involvement.